Event description:
It was reported that a patient experienced pain and discomfort in the perineal area following the spaceoar placement. In the physician's assessment, the gel appeared to shift position, and it appears that he may pass the gel on his own based on the current positioning. The patient's pain has subsided and the patient is currently under radiation. A patient experienced sudden and severe pain in the perineal region on (B)(6), prompting a consult with the physician. The patient reported a bulge, which led the physician to consider the possibility of a hernia. However, upon examination, the physician found only mild swelling in the perineal region with no clear evidence of a hernia. The patient was then referred to a urologist, who also observed mild edema in the area and initiated a trial of antibiotics. Despite this, the patient continued to experience pain three days later when the physician conducted a follow-up examination. A review of the patient's cone beam computerized tomography (CT) scans revealed that a gel-like substance was progressively moving into the lumen of the rectum. Further examination of the simulation film suggested that the gel was initially located in the anterior rectal wall.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (patient and impact codes) was corrected.

Event description:
It was reported that a patient experienced pain and discomfort in the perineal area following the spaceoar placement. In the physician's assessment, the gel appeared to shift position, and it appears that he may pass the gel on his own based on the current positioning. The patient's pain has subsided and the patient is currently under radiation. A patient experienced sudden and severe pain in the perineal region on (B)(6) prompting a consult with the physician. The patient reported a bulge, which led the physician to consider the possibility of a hernia. However, upon examination, the physician found only mild swelling in the perineal region with no clear evidence of a hernia. The patient was then referred to a urologist, who also observed mild edema in the area and initiated a trial of antibiotics. Despite this, the patient continued to experience pain three days later when the physician conducted a follow-up examination. A review of the patient's cone beam computerized tomography (CT) scans revealed that a gel-like substance was progressively moving into the lumen of the rectum. Further examination of the simulation film suggested that the gel was initially located in the anterior rectal wall.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.